Event description:
I had started using honey pot herbal panty liners in october and I felt the need to make an appointment to visit a gynecologist due to a change in vaginal odor. I had a pap smear on (B)(6) 2023, and my results were negative for bacterial vaginosis, syphillis and gonorrhea although I was prescribed flagyl prophylactically. I continued to use the honey pot herbal panty liners and began to notice inflammation near my peri-area, including my peri-rectal area. I began to use cortisone cream and found relief. I stopped using the honey pot panty liners on "(B)(6)", but I am continuing to use the cortisone cream to assist with the itching and inflammation which appears to be improving. Dates of use: (B)(6) 2023 - (B)(6) 2024.